Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the insulin pump alarmed button error. Customer does not know blood glucose level. Customer reported she was in the ocean for 10-15 minutes in the ocean, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube window, a broken belt clip slot and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had no button response due to corroded keypad traces.